Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 48 months, displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. Three weeks after eri was declared, the device presented at end of life (eol) with a charge time of 30.5 seconds. The device was explanted and returned for analysis.